Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported events. However, the customer did not want service to be performed for the aiming beam in port one. The company service representative adjusted the power calibration factors on port two to address the reported events. The system was then tested and met all product specifications on port two. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming aiming beam. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a retinal procedure, the laser was weak and the aiming beam did not focus. An alternate laser was used to complete the case. There was no patient harm.